Event description:
Pt reported they just got 2 pumps, pt was able to program one of them but is having problems with programming the second. Pt reports they are not able to change numbers to change it to their pump rate. Pt stated they were able to do it before and asked to have pump replaced that is causing problems. Pt reported they do have old pump that is still working and programmed it to their pump rate. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil mdv - 60ng/kg/min. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to switch to? Yes; what troubleshooting was completed? Yes- per nce (B)(6); did pt experience missed doses/interruption in therapy? No- not reported; is infusion life sustaining? Yes.